Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000905. This regulatory report is being submitted due to retrospective review through fa1542, CAPA 722471, 806 report # (B)(4). H3, h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the operating system was consistently seeing a black line on their 3d image. It was currently unclear whether the surgery was aborted due to this issue. Patient was present. There was unknown surgical delay and impact on patient outcome. Additional information received, black bar on 2d image and circle image on 3d scan. Reboot resolved the issue. Known issue with the firmware on detector.